Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no anomalies were observed. An elastomer air burst test was performed and the sample functioned within specifications. A full internal pressure leak test was then conducted on the cassette and no leakage was detected. The sample primed, tuned, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. An elastomer shift test was measured on the console and no shift was detected. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint is not known; the associated cassette met specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A optician reported that the cassette leaked balanced salt solution during a vitreoretinal procedure. No patient harm. Additional information has been requested.